Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that when the pod was removed, her skin was red, raised, and itchy. There was a yellow discharge coming from the insertion site. The customer went to her doctor and was diagnosed with a staph infection. She was prescribed a topical cream with a steroid as well as cloderm.